Event description:
The reporter stated that the product was observed to have mold in it. The product was not in contact with a pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.